Manufacturer narrative:
Because patient discarded the device and no further information provided, therefore, we are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
Our importer, (B)(4) received a call on 06/16/2016 reporting a medical intervention that occured on (B)(6) 2016 sometime in the morning. Patient's great grandaughter call in stating that patient could not get out bed and her speech was slurred. The reading on the prodigy meter at the time of the event was "e-u"(already used test strip). Several additional test were performed using the prodigy meter with the same e-u result. No food, liquid or medications were consumed before the medical attention. Patient's normal blood glucose reading around the time of day of the event is 85-120mg/dl. Paramedics were called while patient's blood glucose was being tested and arrived 5 minutes later. Upon arrival paramedics tested patient's glucose with their meter with a result of 51mg/dl. Approximately 5-10 minutes passed between testing with the prodigy meter and the paramedic's meter. Patient was transported to ER by paramedics and was administered a tube of glucose while in route to ER. The reporter does not remember patient's glucose upon arrival or discharge from ER. The reporter stated that patient's blood glucose reading was 138mg/dl when she returned home and tested with the prodig meter. (B)(4) sent replacement device. The prodigy meter was already discarded by the enduser and no additional information could be given regarding the meter.